Event description:
On (B)(4) 2011, a literature report from the united states of america was retrieved by a company representative describing a (B)(6) male who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Kassir r, kolluru a, kassir m. Extensive necrosis after injection of hyaluronic acid filler: case report and review of the literature. Journal of cosmetic dermatology. On 2011, 10:224-231. Medical history included an atrophic acne scar which was further described as deep, pitted, well demarcated, rolling, boxcar, nonpigmented, nonerythematous with no underlying papules or pustules on the right cheek and many previous injections of radiesse (synthetic calcium hydroxylapatite dermal filler) for the scar with the last injection of radiesse on an unspecified date in 2009 (reported as "6-7 months prior to this injection" on an unspecified date in (B)(6) 2010). The patient's skin type was not reported. Concomitant medications were not reported. Concomitant medications were not reported. The patient received a 2 cc percutaneous injection of perlane (syringe size not reported) on an unspecified date in (B)(6) 2010 into the deep dermis and subcutis in and around an atrophic acne scar on the right cheek. The injection was performed by an experienced plastic surgeon. Pre-procedure medications used and additional procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2010, in the first several hours after the implantation, the patient experienced bluish discoloration and pain, but attributed the events to "normal bruising." Because of persistent pain, the patient returned to the clinic 5 days later. Physical examination revealed well-demarcated areas of slough, necrosis, and poor capillary refill in the central portion of the ipsilateral cheek extending into the nasolabial and ophthalmic areas. Extensive necrosis occurred in the area of the cheek supplied by the facial artery, transverse facial artery ,the buccal branch of the maxillary artery, the infraorbital, and the zygomatic branch of the lacrimal artery. The facial vein may have also been compressed or occluded at the time of injection. Immediately upon arrival, under care of the surgeon, mupirocin was applied topically, one intramuscular (im) injection of clindamycin, and one im injection of ceftriaxon was given. The patient was also treated empirically with valacyclovir 1 g twice daily (bid) x 5 days without culturing because of the time delay for results of culture. Hyaluronidase, and established treatment for vascular compromise after injection with hyaluronic acid (ha), was not used because of delayed presentation. Improvement was noticed the following day (day 6 after injection) with erythema, and a line of demarcation was seen. The patient was then started on oral antibiotics with amoxicillin/clavulanate for 1 week. At 3 weeks postinjection, there was a significant amount of healing. At 4-weeks postinjection, silicone gel sheeting was applied to the wound and mupirocin was discontinued. By three and a half months, the wound had completely healed. The patient was then seen on an outpatient basis monthly when wound healing was assessed. At-home care consisted of sun avoidance, application of silicone gel sheeting with instructions to keep the area dry. By five and a half months scar formation was noted. In this case, 2 cc of perlane was given in and around a scar that had been filled multiple times before. Skin necrosis was believed to have been caused by injection of a large volume of filler into a tight space at the scar area, resulting in compression and subsequent occlusion of a vessel. Since the last injection of radiesse was given 6-7 months prior, the presence of persistent radiesse could likely increase the chances of necrosis with the hyaluronic acid injection.

Manufacturer narrative:
Add'l PMA: s006.